Manufacturer narrative:
Tested red blood cells of various rh phenotypes including one example of weak d cells with retention gamma-clone anti-d, lots dmb66-1 and dmb67-3. The expected reactivity was observed. Customer sent patient samples for investigation testing. The samples were tested with retention gamma-clone anti-d, lots dmb66-1 and dmb67-3 and with other manufacturers' anti-d blood grouping reagents. The samples were nonreactive in all phases of testing with all anti-d reagents tested.

Event description:
Customer reported unexpected positive reactions(1+ to 2+) with gammaclone anti-d when testing 2 patients that were previously type as rh negative (with a different lot of gammaclone anti-d). Weak d testing resulted negative for both patients. A female, was transfused with rh negative red blood cells. There was no record of a previous transfusion. The second patient, female, with initials md, was not transfused. There was no record of a previous transfusion.no adverse reactions occurred.